Manufacturer narrative:
The customer reported that there was an intermittent power issue. The unit was evaluated at philips, but the reported symptom could not be recreated. Based on the customer's report, we are considering this a malfunction. We can not determine the cause, since the symptom was not duplicated.

Event description:
The customer reported that there was an intermittent power issue.